Manufacturer narrative:
This report has been identified as b. Braun medical, inc. Internal report (B)(4). The pump was returned for evaluation. The reported complaint was not confirmed. The incoming battery was not charged. The battery charged in pump correctly. The delivery accuracy of 250ml/hr and 25ml tested in specification three (3) times: 1st test: 6 minutes 1 second or 99% of expected accuracy. 2nd test: 6 minutes 1 second or 99% of expected accuracy. 3rd test: 6 minutes 0 seconds or 100% of expected accuracy. If additional pertinent information becomes available a follow-up report will be filed.

Manufacturer narrative:
This report has been identified as b. Braun medical inc. Internal report number (B)(4). The investigation into this reported event is ongoing. Additional attempts to receive the device involved in the reported event are being made. A follow-up report will be submitted when the results of the investigation are available.

Event description:
As reported by user facility: over infusion while on a patient. No patient injury with over infusion.